Event description:
Customer reported that the optimix two syringes (item# grom-23-2, lot# 04204017), stating that "during the mixing process the syringe popped out and broke". The customer did not provide any photographs and they have indicated that they do not intend to return the reported product.

Manufacturer narrative:
Based on comprehensive investigation, including batch record review, archived sample evaluation, and simulation of use, no manufacturing defects or abnormalities were identified in the affected batch (lot: 04204017). All tested samples met the required quality standards and functional performance criteria. The issue could not be reproduced during internal testing and could not be confirmed from the provided pictures. As no physical sample was returned, the root cause could not be confirmed. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable.